Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00383 and 0001032347-2020-00385. Medical product: unknown blade catalog#: ni lot#: ni; 2.0 lactosorb system 2.0 x 5 mm direct drive screw, part# 915-2200, lot# 849900; 2.0 lactosorb system 2.0 x 5 mm direct drive screw, part# 915-2200, lot# 479600. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported that during an oral surgery, the surgeon was unable to grasp the screws with the driver and the screws fell off. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned qty four 915-2201 lot 775440 lactosorb screws for evaluation due to lack of retention complaints. A visual inspection of the screws showed light signs of attempted use. For further analysis the screws were returned to warsaw for further investigation by ops manufacturing technician. The reported testing results show that the returned product was all found to fail the g01355 no-go test has been deemed out of spec. The complaint is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to issues in the manufacturing process leading to undersized parts being manufactured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.